Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed tot he event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she ws in the hospital due to high blood glucose. Customer's blood glucose ws 700 mb/dl. Customer stated called 911 due to diabetes ketoacidosis. Customer was not wearing the insulin pump a the time of 911 call. Troubleshooting was done for high blood glucose. Customer does not have the tubing clamp advised will send out tubing clamp and to call back to continue troubleshoot. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.